Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) was having issues with the door being stuck and not opening. The aic was sent in for investigation. There was no patient involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic)- damage has been completed. Data review is unnecessary for this complaint as it only pertains to the physical inability to open the purge door. The console was tested after arriving. The reported purge door issue was unable to be reproduced. The purge door was able to open normally without issue. After further inspection of the purge latch and hinge assembly of the aic, it was evident that there was some glucose build up. The root cause of this issue was likely a glucose buildup that may have caused the purge door to be temporarily stuck. The following have been reported incorrectly or missing from manufacturer device report.